Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v. The loaded voltage display at the power graph management tool shows abnormal behavior due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. The device was monitored and no overheating noted. The device was received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's battery life was reduced and the device was warm to the touch. Blood glucose level at the time of the incident was not provided. During troubleshooting, the caller confirmed that there were no power error in the alarm history, but was informed that the insulin pump was overheating. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.